Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that s1 lead had multiple contacts with high impedance. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the physician tried to replace the lead but could not pull it out safely. An additional s1 lead was added, and effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.